Event description:
Stryker neptune rover that was docked for cleaning / disinfection, experienced a water leak at the docking station and could not be released for removal from the docking station. The rover unit then commenced to short circuit and cause an internal electrical fire in the rover unit. Fire alarm pulled with fire company response to assist with remediation of the indicated issue.